Manufacturer narrative:
Device failed to power up due to moisture damage to the battery tube compartment noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer experienced high blood glucose level. The customer's blood glucose level was 600 mg/dl. The customer also reported that they changed battery and noticed that there was blank display. It was also reported that contacts on the battery cap was neither missing nor damaged and battery compartment was neither damaged nor corroded. It was also reported that the display did not returned after insertion of new battery. The customer stated that insulin pump was blank so they were not able for troubleshooting on insulin pump for high blood glucose. It was reported that the customer advised that insulin pump will need to be replaced and also advised to discontinue use of the insulin pump and revert to backup plan per health care professional's instructions. The insulin pump will be returned for analysis.